Event description:
A tandem mobi cartridge alarm was reported by a customer during the load process of the pump, and while the caller waited until prompted by the mobile app to change the cartridge, the alarm persisted. There was no adverse impact on the customer's blood glucose level. Despite attempts to resolve the issue by following instructions to remove the cartridge and deliver a bolus, and to load a new cartridge using the proper technique, the alarm recurred. Consequently, the customer could not continue insulin therapy with the current setup. A replacement pump and cartridge were sent to the customer, and the caller was informed about connecting the cgm to the new pump. Customer will use a backup insulin pump.